Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for chemo and radiation treatments for cancer. Prior to the treatments, the pulse generator was interrogated which exhibited inappropriate measured data. The data was cleared and normal device function resumed. The patient would continue to be monitored.